Event description:
The patient had a syncopal episode and was admitted to the hospital with a massive pulmonary embolism (pe) and deep vein thrombosis (dvt). Subsequently a trapease filter was placed in the inferior vena cava (ivc), approximately 1cm below the renal vein. The patient was also anticoagulated. Three days later the patient was found to have a retroperitoneal hematoma and was transfused. The patients hematocrit continued to drop and she was taken to the operating room (or). The inferior portion of the filter was noted to be in the ostium of the common iliac vein and per the operative report, a barb had "eroded" through the vessel wall. It is unclear if the barb eroded through the ivc or the common iliac.

Manufacturer narrative:
Additional information has been requested and will be provided within 30 days of receipt.